Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel (device #1) device may have caused or contributed to the reported event. Recurrence and adhesions are a known inherent risks of surgery and are listed in the instructions-for-use a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. This emdr represents the bard/davol composix kugel (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol bard flat mesh device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: ni/ni/ni: sometime prior to 2014, the patient was implanted with a ck patch (composix kugel) (device #1) to repair a left inguinal hernia. On (B)(6) 2014: the patient suffered severe, left lower abdominal pain and presented to the emergency department at his local hospital. The patient was admitted. On (B)(6) 2014: the patient underwent an "unusual, difficult, open recurrent incarcerated left inguinal hernia repair with mesh. Removal of distorted kugel patch (device #1)." The patients surgeon discovered a large, very hard lump that measured approximately 3.5 x 5.5cm adherent to the patient's spermatic cord. The kugel patch (device #1), with the ring completely collapsed and distorted, was essentially in a big knot. The patient then had a bard mesh, implanted to reinforce the posterior wall of his inguinal canal. On (B)(6) 2014: the patient returned to the emergency department for swelling and pain in his left testicle. He was diagnosed with a left testicular torsion with a complex hydrocele. The patient underwent an emergent scrotal exploration with left orchiectomy. The patient has suffered and will continue to suffer physical pain and mental anguish.